Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and there was evidence of foam particles inside the blower kit. Additionally, there was dust contamination found and error codes e053 (err_comp_log_sem_timeout), e055 (err_therapy_queue_full) and e066 (err_stuck_encoder_b) were in the device logs. The device was scrapped following the evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.